Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown. The caller stated that the customer had stopped breathing at night. The caller stated that they were not home at the time the customer passed away, so they were not sure if the customer had been wearing the insulin pump at the time of death. But, the caller stated that the customer wore it all the time. The caller stated that the customer was not sick. The caller stated that they did not have the insulin pump and were not sure if the device was taken off by the emergency workers. Nothing further was reported.